Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during system explant on (B)(6) 2025, patients leads fractured upon removal and portions of leads were unable to be explanted. As a result, surgical intervention may be undertaken to remove remaining portions of leads.

Manufacturer narrative:
D. Suspect medical device: device information was added.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.